Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set the butterfly separated from device. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that upon pushing the button the butterfly comes apart.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 customer photos were received for review and evaluation. The 1 customer photo shows the product packaging, and the other photo shows a device with the spring separated from the device due to front/rear barrel separation. Additionally, 30 retention samples from the bd inventory were subjected to a visual inspection and functional testing for separates and spring pop out and no issues were observed as all samples passed testing. Bd is able to confirm the failure mode of separates during use based on customer photo analysis however, bd is unable to confirm the customer¿s reported failure mode of spring pop out based on retain sample testing analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is unable to determine a root cause for the reported issues.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set the butterfly separated from device. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that upon pushing the button the butterfly comes apart.